Event description:
Additional information received reported the patient had a revision on 2013-(B)(6). It was noted that a manufacturing representative was at the revision surgery and post operation appointment.

Event description:
It was reported that a few of the electrodes were out of range on one of the leads. It was noted that the patient was using the lead. It was noted that the patient had the device reprogrammed and was schedule for lead revision in one week. There were no symptoms associated with the event. Additional information received reported thatthe patient had one lead replaced. It was noted the patient was receiving good post-operative stimulation coverage.

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).